Event description:
On 03/08/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. After device deployment the pt developed a cool right foot. There was a decrease in the right femoral pulse and the right pedal pulse. The pt was taken to surgery where the device was removed from the artery along with some plaque that was present in the artery. A graft was used to repair the artery. The pt reportedly tolerated the procedure well. As of 05/04/1999, there has been no further report to the MFR of complication or additional pt sequelae.